Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device met expected longevity with normal depletion.

Event description:
It was reported that the device triggered elective replacement indicator in less than two years with the lead threshold settings programmed high since implant. The device was explanted and replaced and the lead remains in use. There were no reported patient complications as a result of this event.